Event description:
Customer reported the panther instrument had false positives with low rlus for the sars-cov-2 tma assay, and the majority were associated with ln: 314408. Customer reported that they were seeing certain specimens that were positive on the first run (with low rlu values). When they tried confirming results via other methods, these specimens would often come up negative. Customer also tried re-running these specimens on the same panther system, and they will come up as negative on the second run. Customer stated in the first instance, the results were released to the service users, which resulted in covid negative patients being cohorted in covid-19 positive wards, and therefore being unnecessarily exposed to infection. Customer then switched the auto-reporting to off.

Manufacturer narrative:
Customer performed environmental swab testing and they were tested as negative. The customer was contacted 5 times to acquire logs and non were provided.